Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery failed alarm. The customer experiencing problems with his pump. The customer reported that insulin pump was troubleshooted and the pumps self-test showed pump error 63. Bolus was delivered and the bolus was recorded into the history. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarm during testing however, pump error alarm, variable 3, is located in the formatted history file due to cold solder joints at u1 of the keypad assembly. Power management tool shows that the backup battery loaded voltage (loaded vlith) and unloaded voltage (ul vlith) are within spec range. Pump received with normal operating currents. Installed and removed a test battery into the battery tube several times and the pump powered on properly without any unexpected failed battery test/failed battery alarms occurring. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.